Event description:
Patient reported that he over-dosed because the pump flowed too quickly.

Manufacturer narrative:
It has been communicated by the sales representative that the device is still implanted in the patient. It was also explained that it is not known if and when the device will be explanted. If at some point the device does get explanted this complaint will be re-opened and evaluated. Since a lot number was provided a review of the device history records were reviewed and they confirmed that the device conformed to specifications during the manufacturing process. Based on this information no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint will be closed.